Event description:
Manufacturer reference number:1627487-2023-04333. It was reported that one of patient's lead migrated. The leads were reported to also have frayed. As a result, surgical intervention was taken place on (B)(6) 2023 where the patient's system was explanted to address the issue. During the procedure, some of the leads were left in the patient's body due to physician unable to retrieve them due to scarring.

Manufacturer narrative:
The date of event is estimated.

Manufacturer narrative:
Correction: d6b should be removed as some of the leads remain in body. Correction: h6 impact code should have been 4624 rather than 4627 . The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.